Event description:
Consumer reported complaint for the trueplus lancets. Complaint was initially reported via e-mail. Customer stated that the needle would come out of the lancet when she twisted the head of the lancet. The package had not been open or damaged when received. Customer has been using the product out of this package for a month and a half. Customer advised that she no longer has any of the lancets available to send back and was unable to provide lot information. The customer feels well and did not report any symptoms. Customer did not claim to be injured while using the lancets and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.